Event description:
Customer's mother stated her son had been experiencing high blood glucose levels. Took pod off (pod worn for about 1 1/2 days) and activated new pod. Customer's mother stated there was "fluid" in the cannula.

Manufacturer narrative:
The evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.